Manufacturer narrative:
Findings: unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip. Pump received with missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to reservoir tube lip damage.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 168 mg/dl. Customer stated that there is crack on the reservoir compartment of the pump. Customer stated she was at the healthcare provider office thinks someone dropped her pump and didn't tell her. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.